Manufacturer narrative:
The reported events are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. The device will not be returned. Therefore, no analysis or testing can be done. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
Physician reported needing to debride the seri® surgical scaffold for non-incorporation as the patient began to spit seri® fibrils. After debriding all visible seri®, the patient still complains of spitting an occasional seri fibril and itching. Seri® was used as reinforcement to keep the areola from becoming stretched and was concomitantly placed with a breast implant. Side not specified.